Manufacturer narrative:
The guidewire was broken at approx 2cm from distal end. Sem observation revealed the trace of rotation on the broken site. Lot history review revealed no anomaly relating the reported event. No other incident report has been received for this lot product. With the provided information and the outcomes of the investigation, it is inferred that the guidewire was rotated while free movement of its tip was restrained between the dilated balloon catheter and the cto lesion, resulting the breakage by rotational force exceeding the product design limit. Warning section of IFU describes "if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved, exit may break or became damaged...resulting fragments being let inside vessel.

Event description:
Reportedly, subject guidewire was advanced to rca #1 cto lesion by retrograde approach, then unknown balloon dilatation catheter was advanced to the lesion from antegrade side and dilated to trap the tip of the guidewire. While the tip was trapped, guidewire manipulation was applied, resulting the breakage of the guidewire at its tip section. Separated fragment was remaining in the cto lesion, so that it was decided to leave the fragment in the site as it is by the physicians discretion. The patient is in stable condition, no complication has been reported.